Manufacturer narrative:
Device is a combination product.

Event description:
It was reported that vessel dissection occurred. Vascular access was obtained via the femoral artery. The 90% stenosed, 28x2.75mm, concentric and the de novo target lesion was located in the mildly calcified left circumflex artery. After a 2.5x9mm maverick balloon catheter was advanced and predilated the lesion. A 2.75 x 28mm synergy ii drug-eluting stent was deployed at 14 atmospheres (atm) in the lesion. However, after deployment, a mild dissection at the distal edge of the stent was noted under fluoroscopy. A 2.75 x 12mm synergy stent was used to cover the dissection and the procedure was completed. No further complications were reported and the patient's status was stable and responding well to medicines.